Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade scratched and cracked. In addition the tissue pad was damaged, melted, and 100% present and a staple was embedded in the tissue pad. During functional testing on gen11, an alert screen was displayed, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the "broken clicker" issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a vats procedure, during use with harmonic, the gen11 alarmed, with error code clean instrument. Instrument was cleaned by sizzling in saline, and wiping with damp swab. Device was activated outside patient. Gen11 errored again. Replace instrument. Procedure was completed. Patient condition good. No adverse event. 5 minutes delay in the surgery.